Manufacturer narrative:
This supplemental report is submitted to correct "device product code."

Manufacturer narrative:
This device referenced in this report was returned to omsc for evaluation. As a result of the evaluation, it was confirmed that the elevator wire of this device was frayed and bent. As a result of confirming the fracture surface of the frayed elevator wire, it is presumed that it was frayed due to fatigue fracture by repeated stress. Also, omsc reviewed the manufacturing history of this device and confirmed no irregularity. The user facility reported that they conducting inspection before use, and at that time there was no irregularity in this device.

Event description:
Olympus medical systems corp. (Omsc) was informed that during manual cleaning of the subject device, the cleaning staff at the user facility was injured by the broken elevator wire of this device. The cleaning staff had minor bleeding but no additional treatment was needed. Also, as a result of the blood test, the cleaning staff did not develop infection. It is unknown when the elevator wire of this device has broken.